Event description:
The customer observed a falsely elevated magnesium result for one patient on an architect c4000 analyzer. The following data was provided (customer¿s reference range is 1.6-2.6 mg/dl): sample ID (B)(6) initial result, on (B)(6) 2022, was 7.21, repeat was 1.62 mg/dl there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely elevated magnesium result on an architect c4000, serial number c402255. Through an extensive investigation, the fsr found the vlv assy, bulk soln (rohs), part number 7-35009686-01, needed to be replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.